Manufacturer narrative:
Philips in the process of obtaining additional info regarding this event. We cannot determine how much delay in treatment occurred, therefore, we will consider the monitor as a factor in this pt event. The investigation is ongoing and we will submit a final report once the investigation is completed.

Event description:
It was reported by the customer that caregivers have commented on occasion that the ivpm monitors with the pic e.01.30 do not generate any alarms (red/yellow), no audio or test alarm banners will appear on the bedside or pic. The nurse manager stated that last thursday (2008 at 9:25am) an incident occurred with the pt. The pt's nurse happened to realize the problem because she happened to enter the pt's room at the time of the event. The manager stated that the pt did pass away because of her condition.